Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/08/2014 with the following findings: the battery compartment was observed to be cracked from the threads to the bumper pad. A leak test verified a leak in the battery compartment. The pump was opened and moisture damage was found on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. The reporter stated that there was moisture and corrosion in the battery compartment and denied physical damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.